Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Struts 3-9 from the distal end are twisted, pulled and deformed. The remainder of the stent was undamaged. The crimped stent od (outer diameter) for the undamaged portion of the stent was measured and the result was is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found a kink within the midshaft at approximately 10 cm proximal to the bi-component bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that no flow occurred. Vascular access was obtained via the left artery. The 80% stenosed target lesion was located in the severely tortuous right coronary artery (rca). After pre-dilatation with a 2.5 x 20 mm non compliant balloon catheter was performed, a 2.75 x 28 mm stent was implanted in the proximal area at 10 atmospheres and a 2.5 x1 2 mm stent was also implanted. Subsequently, a 3.00 x 16 mm synergy drug-eluting stent was advanced; however, difficulties were encountered. The device was removed and it was noted that the catheter was deformed. Furthermore, loss of blood flow in the vessel was observed which may have been related to an acute thrombosis. Maneuvers of mechanic re-perfusion was then performed with a balloon and drugs were administered, and 50% of the blood flow was restored. The procedure was terminated. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that no flow occurred. Vascular access was obtained via the left artery. The 80% stenosed target lesion was located in the severely tortuous right coronary artery (rca). After pre-dilatation with a 2.5x20mm non compliant balloon catheter was performed, a 2.75x28mm stent was implanted in the proximal area at 10 atmospheres and a 2.5x12mm stent was also implanted. Subsequently, a 3.00x16mm synergy¿ drug-eluting stent was advanced; however, difficulties were encountered. The device was removed and it was noted that the catheter was deformed. Furthermore, loss of blood flow in the vessel was observed which may have been related to an acute thrombosis. Maneuvers of mechanic re-perfusion was then performed with a balloon and drugs were administered, and 50% of the blood flow was restored. The procedure was terminated. No further patient complications were reported and the patient's status was stable.